Event description:
The physician had inserted the acunav catheter transducer into the pt and positioned it. The "swift link" cable was connected to the device and the ultrasound system indicated an error "right port invalid, disconnect and press ok". The technician reconnected the cable on to other ports on the ultrasound system equipment, but the error reappeared. The physician removed the acunav catheter transducer from the pt and inserted a new device, the physician restarted the procedure and was able to complete the exam. There were no intra-operative complications but this event delayed the procedure for about 15-20 mins. The pt was discharged with no unusual symptoms or complications noted.